Event description:
The complainant reported that a therapeutic radiofrequency abaltion (mfa0 for hepatocellular cardinoma (hcc) was performed on a patient (age and gender unknown). The rpa was performed using a coleceste introducer and a levean supesum needle electrodes. The needle was deployed close to the distal tip of the cohccess introducer with the use of a metal attachment. The rfa procedure was performed percutaneously on the patient's liver, with an ablation time of 5 minutes. The highest power achieved during the procedure was 80 w. With the impedance unstable. The complainant confirmed that the recommended settings as directed in our directions for use were not followed. The complainant indicated that the procedure was successfully completed. Subsequent to the removal of the device from the patien, it was observed that the needle insulation had peeled and the patient had sustained a second degree burn with blistering at the region of the device insertion in the central abdomen area. The complainant reported that there was no treatment was performed on the burn. There was no indication from the complainant of any adverse affect on the patient beyond the reported burn.